Event description:
It was reported that a continu-flo 3 valve solution set burst and leaked following a high pressure infusion of a contrast dye during a computed tomography angiogram (cta) procedure. A stopcock was connected to the set and the tubing burst after the stopcock was opened to allow the dye to flow. Further information was provided that the product was not compatible with the high pressure procedure. The customer was advised not to use the product for procedures involving a power injector. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. The customer was made aware that this product was not approved for use with a power injector, therefore this report will be considered a use error. Should additional relevant information become available, a supplemental report will be submitted.